Event description:
It was reported that during a procedure when the users connected, the (resterilized) cable to the lasso nav catheter all signals (both ECG and ic) had a lot of noise and disappeared. By replacing the connection cable and the noise disappeared. The case was completed without any patient consequence reported. Multiple attempts were done to request for further confirmation whether or not the noise on the body surface egcs signals and the intracardiac (ic) signals occurred on the carto and recording systems simultaneously. On (B)(6) 2012 clarification was provided stating that the noise was including the12 leads of body surface ECG signal and intracardial recordings) which occurred on both the carto and ep recording systems simultaneously.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.a DHR review of this cable lot shows the cable passed final manufacturing tests and met all specifications as required prior to shipment to the customer.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that all bs and ic signals were lost when this cable was in use. The returned cable was visually inspected and no physical damage was found on the cable. All pins on the connectors were in good condition. The catheter passed carto 3 recognition, visualization, and electrical tests for a diagnostic catheter usage. No noise or interference was seen on any channel of the catheter during the test. The customer complaint could not be confirmed. DHR review of the cable with lot # 201104200090 was performed. Based on 100% inspection, all cables passed cosmetic and electrical tests during packaging and sterilization before released for distribution.

Manufacturer narrative:
(B)(4).